Manufacturer narrative:
Additional information was provided by the customer, the reported product is not sold within the us and bd does not sell a similar product within the us and/or it is not a registered medical device in the us. This complaint is not MDR reportable. The previous MFR report #1119779-2025-00129 should be considered cancelled.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) gave a resistant result for the drug trimethoprim-sulfamethoxazole while the kirby bauer result was sensitive. No health impact or consequence reported. Report 3 of 8.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) gave a resistant result for the drug trimethoprim-sulfamethoxazole while the kirby bauer result was sensitive. No health impact or consequence reported. Report 3 of 8.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.